Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.

Event description:
Baxter (B)(4) received a report that a folfusor had no flow during patient infusion. The concomitant medical products are currently unknown. This condition interrupted therapy. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. It is unknown if the device is available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.